Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain around the ipg site and the ipg was exposed through the sutures. As a result, surgical intervention was undertaken wherein the system was explanted.